Event description:
Healthcare professional (hcp) reports a transfer set was missing the tip protector on the female adapter of the transfer set. Noted prior to use, however, the hcp reported she thought this to be a product change and applied the transfer set during a routine transfer set change. In 2000 the home pt (hp) was noted to have cloudy effluent and a culture was collected. The hp was treated with cefazolin 1gm daily ip for 21 days. During this treatment, the hcp reported that the hp's condition has not improved. A repeat effluent culture was collected due to the hp reporting cloudy effluent and abdominal pain. The pt was additionally tested with vancomycin 2gm. Ip.